Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. The autopulse plus platform was being used with e-series integration (sync shock) in emergency department. No patient involvement.

Manufacturer narrative:
This report is a correction, the customer service repair was not performed due to pending quote repair approval. A supplemental report will be submitted if and when additional information is received.

Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" message on the autopulse platform sn (B)(4) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported issue was due to a brake gap being out of specification. No physical damage observed on the platform during visual inspection. However, fluid ingress corroded/damaged blue case (top cover) metal coating was observed after disassembly of the platform. The top (blue) cover was replaced to remedy this issue and was not related to the reported complaint. During archive data review, system error (latch error 139 - unable to hold compression position) was observed on 8/28/2018, thus confirming the reported complaint. Initial functional testing could not be performed due to "system error, out of service, revert to manual CPR" message displayed upon platform power on. To remedy the issue, the drive train motor was replaced. The ap platform was re-tested and passed all functional tests. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).